Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was left by incomplete reprocessing due to leak of the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during reprocessing, their evis exera iii colonovideoscope device would not complete a cycle in the medivator endoscope reprocessing system. The device did pass a leak test prior to being placed in the medivator, and would also pass a leak test while inside the medivator. The disinfecting process would complete inside the medivator, but each attempt to complete a cycle would end with an error code indicating ¿microscopic leak, patient safety concern, evaluate.¿ the customer reportedly had completed all necessary steps to reprocess the scope, and attempted to get the scope to pass the cycle 3 times. The scope had been cleaned and disinfected on (B)(6) 2023, per the customer¿s protocol. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered to be clogging the device nozzle, reducing the air/water supply. The customer's originally reported issue of leak was also confirmed to be coming from the device channel. The following additional findings were also noted: low angulation in the up/down/left directions, minor chips in the plastic, minor chips in the objective lens, minor chips in the light guide lens, bending section cover glue cracked, minor scratches on the insertion tube, and minor scratches on the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.